Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual examination of the photograph of the device. Device history record (DHR) was reviewed and no discrepancies related to the event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the modular center post reamer cracked at tip. Attempts have been made and no further information has been provided.